Event description:
Boston scientific received information that ths right ventricular (rv) lead exhibited a high out of range shock impedance measurement during a routine device check. Boston scientific technical services (ts) advised troubleshooting and suspects a possible malfunction. The field representative will discuss the issue with the physician. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.